Manufacturer narrative:
G07002 - appropriate term/code not available. This report is being submitted as a cancellation report. Initially this report was submitted to address the user error related to the incorrect wireguide used during stent retrieval. However, following engineering review, it has been confirmed that there is no specification for wireguide during stent retrieval.

Event description:
This report is being submitted as a cancellation report. Initially this report was submitted to address the user error related to the incorrect wireguide used during stent retrieval. However, following engineering review, it has been confirmed that there is no specification for wireguide during stent retrieval.

Manufacturer narrative:
Imdrf g code is g04122 - stent. The investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Confirmation received (B)(6) 2021 that the rpn within this literature cannot be confirmed, this supplement report is being submitted to amend the details within section d.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
James/baron 2020 - "removal of a proximally migrated 5-fr pancreatic stent with a 5¿4¿3-fr catheter using a wedge technique". This file is capturing the incorrect size wire guide (0.018 in) that was used in the procedure as an individual failure mode. Description reported in literature: patient underwent pancreatic sphinceterotomy with placement of a 5-fr, 3-cm pancreatic duct stent. The stent did not pass spontaneously and migrated upstream. Attempts to grasp the stent with a pediatric biopsy forceps failed but inadvertly advanced the stent toward the pancreatic tail. A 0.018-inch wire was advanced through the stent lumen. A 5-fr stent retreiver was not available. Attempts to retrieve the stent with over-the-wire snare and basket failed. The stent was eventually withdrawn when a 5-4-3-fr biliary catheter (contour; boston scientific, marlborough, ma USA) was forcefully wedged into the stent lumen.